Event description:
During a follow-up, a patient previously implanted with an evoke spinal cord stimulation (scs) system reported changes in their pain relief and turning off therapy. Diagnostics were performed and identified disconnected electrodes and high impedances. A revision procedure was performed to replace the lead and restore therapy to the patient.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: section d6b. - explantation date section d9 - 9. Date returned to manufacturer, device returned to manufacturer section g3 - date received by manufacturer section g6 - type of report section h6 - evaluation codes section h10 - manufacturer narrative. The evoke scs percutaneous lead was returned for analysis. Visual analysis identified multiple breaks in the conductor cable at the proximal end of the lead, near the non-active band and a cut at the anchor site. The lead did not pass functional testing, with multiple disconnected electrodes and current leakage identified. Impedance logs from the event date were reviewed and confirmed multiple electrode disconnections and signal clipping errors. The lead damage and functional testing results are potentially consistent with damage caused by implant technique. The cause of the lead damage cannot be conclusively determined. The evoke scs system clinical manual details impedance as, "electrodes with a cross through them are high impedance (> 4000 o) and may be disconnected. Disconnected electrodes show an impedance of 8 and cannot be used for stimulation or recording." The clinical manual also outlines signal clipping, "if the ecap signal is outside these limits, or clipping, the stimulator checks the connection of each recording electrode. Stimulation may stop, the patient may feel a reduction in paresthesia intensity, or feedback control will be disabled until the clipping alert is cleared."